Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left appears displaced") and endometritis ("focal chronic endometritis") in a (B)(6) year-old female patient who had essure (batch no. 626684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included uterine bleeding, dysmenorrhea and constipation. Concomitant products included ethinylestradiol;levonorgestrel (portia 21). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain ("persistent pelvic pain/ pain."), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month after insertion of essure. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). On (B)(6) 2018, the patient experienced anxiety ("mental anguish") and depression ("depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), menstrual disorder ("menstrual issues") and mood swings ("hormonal changes describe: mood swings"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the device dislocation, endometritis, menstrual disorder, anxiety, mood swings, depression, dysmenorrhoea and dyspareunia outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, endometritis, menorrhagia, menstrual disorder, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded.; on (B)(6) 2008: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2017 endometrial biopsy revealed, benign inactive endometrium demonstrating small tubular glands, focal chronic endometritis. Concerning the injuries reported in this case, the following ones were reported via patient¿s medical records: device dislocation and endometritis and the following ones were confirmed in patient¿s medical records: vaginal bleeding, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: pfs received, reporters information updated, essure removal date added, event added- mood swings, depression, dysmenorrhea, dyspareunia. Events onset date and outcome updated. Concomitant and historical drug added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left appears displaced') and endometritis ('focal chronic endometritis') in a 31-year-old female patient who had essure (batch no. 626684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary incontinence, multigravida, parity 4, cholelithiasis, urodynamics measurement, pap smear abnormal, menometrorrhagia and multiparous. Previously administered products included for an unreported indication: portia, omeprazole, bupropion, mirena, doxycycline hyclate, wellbutrin and buspirone. Concurrent conditions included uterine bleeding, dysmenorrhea, constipation, itchy upper limbs, urination pain, abdominal pain, menometrorrhagia, stress incontinence, nausea, back pain, heartburn, bloating and shoulder pain. Concomitant products included alprazolam (alap), bupropion hydrochloride (wellbutrin), ethinylestradiol;levonorgestrel (portia 21) and hyoscyamine sulfate (levsin). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain ("persistent pelvic pain/ pain."), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month after insertion of essure. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). In (B)(6) 2009, the patient experienced mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2018, the patient experienced anxiety ("mental anguish") and depression ("depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues") and back pain ("back area pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, endometritis, menstrual disorder, anxiety, mood swings, depression, dysmenorrhoea, dyspareunia and back pain outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, endometritis, menorrhagia, menstrual disorder, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 3 coils in the left and 2 coils in the right. Discrepancy noted: essure insertion date as per mr is (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded.; on (B)(6) 2008: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2017 endometrial biopsy revealed, benign inactive endometrium demonstrating small tubular glands, focal chronic endometritis. Concerning the injuries reported in this case, the following ones were reported via patient¿s medical records: device dislocation and endometritis and the following ones were confirmed in patient¿s medical records: vaginal bleeding, pelvic pain, dysmenorrhea". Lot number: 626684 manufacture date: 2008-03 expiration date: 2010-02. Most recent follow-up information incorporated above includes: on 8-apr-2021: mr received: reporter, medical history, historical drug and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left appears displaced') and endometritis ('focal chronic endometritis') in a 31-year-old female patient who had essure (batch no. 626684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary incontinence, multigravida, parity 4 and cholelithiasis. Previously administered products included for an unreported indication: mirena. Concurrent conditions included uterine bleeding, dysmenorrhea, constipation, itchy upper limbs, urination pain, abdominal pain, menometrorrhagia, stress incontinence, nausea, back pain, heartburn, bloating and shoulder pain. Concomitant products included alprazolam (alap), bupropion hydrochloride (wellbutrin), codeine phosphate;paracetamol (tylenol with codeine no.3), ethinylestradiol;levonorgestrel (portia 21) and hyoscyamine sulfate (levsin). On (B)(6)2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain ("persistent pelvic pain/ pain."), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month after insertion of essure. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). In (B)(6) 2009, the patient experienced mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2018, the patient experienced anxiety ("mental anguish") and depression ("depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues") and back pain ("back area pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, endometritis, menstrual disorder, anxiety, mood swings, depression, dysmenorrhoea, dyspareunia and back pain outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, endometritis, menorrhagia, menstrual disorder, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 3 coils in the left and 2 coils in the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded.; on (B)(6) 2008: results: total bilateral occlusion. Diagnostic results: on (B)(6)-2017 endometrial biopsy revealed, benign inactive endometrium demonstrating small tubular glands, focal chronic endometritis. Concerning the injuries reported in this case, the following ones were reported via patient¿s medical records: device dislocation and endometritis and the following ones were confirmed in patient¿s medical records: vaginal bleeding, pelvic pain, dysmenorrhea". Lot number: 626684 manufacture date: 2008-03 expiration date: 2010-02 most recent follow-up information incorporated above includes: on 16-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left appears displaced") and endometritis ("focal chronic endometritis") in a 31-year-old female patient who had essure (batch no. 626684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary incontinence, multigravida, parity 4 and cholelithiasis. Previously administered products included for an unreported indication: mirena. Concurrent conditions included uterine bleeding, dysmenorrhea, constipation, itchy upper limbs, urination pain, abdominal pain, menometrorrhagia, stress incontinence, nausea, back pain, heartburn, bloating and shoulder pain. Concomitant products included alprazolam (alap), bupropion hydrochloride (wellbutrin), codeine phosphate;paracetamol (tylenol with codeine no.3), ethinylestradiol;levonorgestrel (portia 21) and hyoscyamine sulfate (levsin). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain ("persistent pelvic pain/ pain."), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month after insertion of essure. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). In (B)(6) 2009, the patient experienced mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2018, the patient experienced anxiety ("mental anguish") and depression ("depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues") and back pain ("back area pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the device dislocation, endometritis, menstrual disorder, anxiety, mood swings, depression, dysmenorrhoea, dyspareunia and back pain outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, endometritis, menorrhagia, menstrual disorder, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 3 coils in the left and 2 coils in the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded.; on (B)(6) 2008: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2017 endometrial biopsy revealed, benign inactive endometrium demonstrating small tubular glands, focal chronic endometritis. Concerning the injuries reported in this case, the following ones were reported via patient¿s medical records: device dislocation and endometritis and the following ones were confirmed in patient¿s medical records: vaginal bleeding, pelvic pain, dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2019: event "back area pain", medical history, concomitant drug added from pfs. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left appears displaced') and endometritis ('focal chronic endometritis') in a 31-year-old female patient who had essure (batch no. 626684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary incontinence, multigravida, parity 4 and cholelithiasis. Previously administered products included for an unreported indication: mirena. Concurrent conditions included uterine bleeding, dysmenorrhea, constipation, itchy upper limbs, urination pain, abdominal pain, menometrorrhagia, stress incontinence, nausea, back pain, heartburn, bloating and shoulder pain. Concomitant products included alprazolam (alap), bupropion hydrochloride (wellbutrin), codeine phosphate;paracetamol (tylenol with codeine no.3), ethinylestradiol;levonorgestrel (portia 21) and hyoscyamine sulfate (levsin). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain ("persistent pelvic pain/ pain."), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month after insertion of essure. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). In (B)(6) 2009, the patient experienced mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2018, the patient experienced anxiety ("mental anguish") and depression ("depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues") and back pain ("back area pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, endometritis, menstrual disorder, anxiety, mood swings, depression, dysmenorrhoea, dyspareunia and back pain outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, endometritis, menorrhagia, menstrual disorder, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 3 coils in the left and 2 coils in the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded. On (B)(6) 2008: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2017 endometrial biopsy revealed, benign inactive endometrium demonstrating small tubular glands, focal chronic endometritis. Concerning the injuries reported in this case, the following ones were reported via patient¿s medical records: device dislocation and endometritis and the following ones were confirmed in patient¿s medical records: vaginal bleeding, pelvic pain, dysmenorrhea". Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- event out come of pain was updated. On 19-may-2020: pfs received- no new clinical information. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.